Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-1268 batch 251947, unpackaged. Observation revealed that the distal wire loop was broken. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.

Event description:
On 09/15/2021, it was reported by a sales representative via sems that an ar-1268 had the wire loop break. This occurred during use in an unspecified procedure performed on (B)(6) 2021. The device broke outside of the patient, and no fragments entered the patient's body. The case was completed using a fiber snare with no patient effect.